Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had upper display round size 2 inch spot. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d5, d9 (device available for eval, return to manufacture date), d10, e1 (initial reporter, event site email), g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions, health effect impact codes), h11. Corrected fields: h6 (medical device problem code). The fse replaced the display 12.1, lcd top cover and completed the scheduled pm per the manufacturers specifications. Precautionary service replace a leaking helium tubing within the hospital cart and o ring buna n 1 008 n70 both primary 9v battery alkaline special seal customer stock. No patient involvement. The failure analysis and testing dept received parts with a reported unit failure of a round spot on the display and multiple fissures on the top cover. The fat performed a visual inspection and found small fractures that are difficult to see. Another part had a round spot in the corner. Possible cause for these damages may be user error. Retaining the part in the failure analysis and testing department per procedure. The most probable root cause per the dfme is excessive external force.

Event description:
It was reported during a scheduled pm service, the cardiosave intra aortic balloon pump (iabp) had an upper display showing 2¿ round circle to the right corner and top bezel/cover has multiple fissure's issue was detected. There was no patient involvement.